Event description:
It was reported that a patient presented to the emergency room for other reasons. Chest x-ray was performed and revealed that the right ventricle leadless pacemaker (rvlp) and migrated to the lower pulmonary artery. Device interrogation was performed and revealed no capture and no sensing. The rvlp was retrieved and replaced with a new rvlp. The patient was stable following the procedure.